Event description:
This event was reported as surgical intervention on 02/22/1999, 02/23/1999, and 03/25/1999 due to clotting. The device remained implanted. However, on 04/26/1999, this device was explanted due to clotting. No further information was provided.